Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that dislodgement was noted on the right atrial lead, the patient was asymptomatic. On (B)(6) 2017 the lead was explanted and replaced successfully. It was noted that the patient did not experience any adverse consequences or symptoms as a result of the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.